Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.

Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion, luminal marking indicated by a continuous drip of blood was not observed from the dedicated marker lumen. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.